Event description:
Additional information was received from business partner (B)(6) on (B)(6) 2016, indicating that on (B)(6) 2016, the physician indicated the case "was a total misunderstanding" as the patient had no adverse event. The physician verified the patient experienced an increase in spasticity, they had increased the baclofen dose "a bit" (exact dose not reported) and "she got better", it was a dose adjustment only. On an unspecified date, the patient left the hospital "happy." No additional information was provided.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving intrathecal baclofen (unknown dose and concentration) via an implantable pump for multiple sclerosis and intractable spasticity. The hcp wanted to assess the function of the pump because patient experienced an increase in spasticity beginning ¿two months ago¿ (from (B)(6) 2016. It was noted that the patient was in-patient, and the physician attempted to interrogate the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.